Manufacturer narrative:
It was reported that "when doing injections, the radiologist are stating that the syringes are hard to administer medication through. They say the rubber stopper piece on the inside is too big for the syringe itself resulting in it being hard to push/pull." The customer stated that after the issue was identified, the syringe was replaced and that the procedure was able to be completed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "when doing injections, the radiologist are stating that the syringes are hard to administer medication through. They say the rubber stopper piece on the inside is too big for the syringe itself resulting in it being hard to push/pull."